Manufacturer narrative:
During trumpf's on-site investigation of the suspected device, it was identified that the electric cabling for the main power was not installed correctly. The main power cable was installed at the emergency power and the emergency power cable was installed at the main power. This caused the light system to switch between power supplies several times when the emergency power batteries were depleted. The main and emergency power cables were reinstalled according to the instructions. Service technicians will be retrained on the correct installation if required.

Manufacturer narrative:
During an on-site investigation it was identified that an electric cabling for the main power was not installed correctly and according to the instructions. The investigation is ongoing, if new relevant information becomes available a follow up report will be submitted.

Event description:
The customer alleged during a surgical procedure both lights of the surgical light system started to flash and then switched off totally. Service had to turn on the lights in order to get the function back to complete the procedure. No injury reported.